Event description:
Implant was in for approx 2 weeks when a leak below hub at the clear part of the catheter was discovered by dialysis nurse when attempting to start treatment. No injury. Removed and saved for eval. No further info.